Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 3008452825-2018-00186, 3008452825-2018-00189, 3008452825-2018-00190, 3005334138-2018-00171, 3008452825-2018-00191, 3005334138-2018-00172, 3005334138-2018-00173. During an atrial fibrillation ablation procedure a cardiac perforation occurred. During routine echocardiography a small effusion was diagnosed. The patient's blood pressure was stable. Octaplex was administered to reverse anticoagulant therapy and the patient was transferred to the coronary care unit. The patient recovered and was stable.